Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-05845 and 3005099803-2021-05847 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat pancreatic cancer during a gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the stent (the subject of MFR. Report # 3005099803-2021-05845) was unable to deploy and the handle broke. The stent was removed from the patient fully covered by the outer sheath. A second axios stent (the subject of this report) was attempted to be exchanged over a guidewire; however there was difficulty advancing a guidewire. Once the device was successfully exchanged, the stent was fully deployed; however, the stent first flange was deployed in an incorrect location. A surgery was performed to remove the second axios and close the puncture site. There were no patient complications reported as a result of this event. The patient's current condition was reported to be okay. Note: it was reported that the axios stent was placed for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.